Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 30 mmol/l. Customer's other blood glucose was 8.8 mmol/l. Customer was treated by insulin pump and declined to troubleshoot for high blood glucose level. Customer was not wearing a sensor at the time of high blood glucose. The device will not be returned for analysis.